Event description:
Per the clinic, the patient experienced pain at the abutment site and subsequently was administered general anesthesia (B)(6), 2014 to facilitate the removal of the abutment . The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.